Event description:
A device was returned to the MFR with no further info provided. Per MFR device analysis, anomalies were noted.

Manufacturer narrative:
(B)(4). Analysis results of the implantable pulse generator (model# 7426, (B)(4)) revealed broken welds (epoxy bonds) at the location of the bond wire pads. Both b-battery bond wires and feed through bond wires numbered: 0 (one), 1 (both), 2 (one), and 3 (one) were found lifted from their hybrid bond pads. Battery voltage was found to be 3.71 volts.